Event description:
It was reported that the bd needle 18x1in blunt fill had epoxy on the needle. The following information was provided by the initial reporter: material#: 305181, lot#: 5174823. Rcc received a complaint via email.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. A report was received regarding defective blunt fill needles. To support the investigation, one sample with an opened packaging blister and two photographs were provided for evaluation by the quality team. A visual inspection revealed that the needle exhibited an epoxy drip measuring approximately 1/4 inch in length, located about 3/16 inch from the needle tip. The photographs confirmed the condition observed in the returned sample. This issue could potentially occur if a jam occurred at the cannulator. A review of the device history record for material number: 305181, lot: 5174823, was conducted. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections were performed in accordance with specification requirements. Verification of the cannulator settings confirmed they were correct, and product flow was normal. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported condition has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.